Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred for therapy performed in 2008 during drain cycle 6. The pt's ultrafiltration reading was 1403mls, indicating the home pt (hp) drained 1403mls more than their programmed fill volume of 1500mls. This info gives a total drain volume of 2903mls (1403mls + 1500mls). According to the hp's nurse (rn), there was no pt injury or medical intervention as a result of this overfill incident, and the hp did not report any overfill signs/symptoms.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill incident. Based on a review of all available therapy log data, the product analysis laboratory (pal) was unable to determine the probable cause. The cycle x cycle uf log does not contain sufficient info to determine probable cause of this overfill incident. The device will be routed to the service area. The device eval results were reviewed with the dialysis center nurse (rn). The rn does not feel that any cycler failure or malfunction caused this incident. The rn does not attribute this incident to the cycler but relates it to a chronic exit site infection and inguinal hernia. According to the rn, the hp's inguinal hernia resulted in pocketing of the hp's peritoneal dialysis fluid. The hp's catheter was replaced due to the chronic exit site infection in 2008, and the hp's inguinal hernia was repaired approx 3 weeks later. The hp was temporally transferred to hemodialysis while recovering from catheter and hernia surgery. The hp has since returned to peritoneal dialysis therapy and continues to use the homechoice system without further reported difficulty.